Manufacturer narrative:
One opened set was received noting two catheters (one left and one right), plug assembly and one radiopaque marker band in a separate bag. The distal marker band was separated from the right catheter, noting a small amount of adhesive. The add'l marker band on the right catheter was removed with little force. The distal marker band on the left catheter was also removed with little force. Most likely inadequate amount of adhesive has caused this to occur. Products were pulled from stock noting the bands to be secure. A change is being performed to add add'l amount of adhesive to each marker band to assure security. The marker band was removed from the pt using graspers, no harm to the pt was reported as well as a complete product was returned.

Event description:
Customer states: "the tip broke off in the pt's bladder. Tip removed successfully using 5mm flexible graspers. No add'l harm to pt."